Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: review of the black box data did not reveal any records of call service alarms. On investigation, ez-prime steps were performed correctly. The pump alarmed with a call service alarm (162); loss of prime warning during the 24 hour pump exercise. The alleged call service alarm (064) was not able to be adequately investigated due to the occurrence of the call service alarm (162). The pump was opened for investigation and revealed moisture corrosion on the printed circuit board, on the display screen and on the force sensor circuit. Unrelated to the original complaint, the display was noted to be dim and discolored and the audio bolus button was found to be torn, but had normal response when tested.